Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise on the right ventricular (rv) lead. The rv lead also had high pacing impedance and a possible fracture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was obstructed due to a stylet stuck in the lumen. If information is provided in the future, a supplemental report will be issued.